Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however, a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.